Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia and insulin pump had under delivery. The customer¿s blood glucose level was 411 mg/dl. The customer was treated by carbohydrates and insulin. Troubleshooting was done for high blood glucose and under delivery. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer declined to high pressure test. Customer stated that insulin exited at quick release. Customer's other blood glucose level was 226 mg/dl. The insulin pump and reservoir will not be returned for analysis.